Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 76 boluses listed in the pump history file on the event date 27-oct-2023. Please see the first 10 boluses below. On (B)(6) 2023 00:04:54.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:09:51.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:14:49.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:19:49.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:25:04.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:30:02.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:35:02.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:40:16.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:45:00.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. On (B)(6) 2023 00:49:58.000. Normal bolus delivered. Bolus programming method = cl1 micro bolus (670 only). Normal bolus amount programmed = 0.225. Bolus amount delivered = 0.225. Please see below for the daily total of all insulin delivered on the event date 27-oct-2023 in the pump history file. On (B)(6) 2023 00:00:00.000. Daily totals. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 24.5. Daily total of basal insulin delivered = 15.8. Daily total of bolus insulin delivered = 8.7. There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended alarm noted on the event date 27-oct-2023 in the pump history file. On (B)(6) 2023 06:18:23.000. Insulin delivery stopped. Reason for insulin delivery suspension = user suspended. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-oct-2023 in the pump history file. On (B)(6) 2023 07:01:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 00:16:05.000. Alarm alert notification. Fault number = stuck key alarm (61). On (B)(6) 2023 00:26:00.000. Alarm alert notification. Fault number = stuck key alarm (61). On (B)(6) 2023 11:54:00.000. Alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 12:04:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2023 12:30:00.000. Alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2023 12:40:00.000. Alarm alert notification. Fault number = lost sensor 2 alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. All button function properly. No stuck button alarm/stuck key alarm noted during testing. No damage noted on the keypad traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Lost sensor alert not confirmed. Stuck key alarm (61) was not confirmed during testing. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was reported diabetic ketoacidosis (dka) and treated in the hospital. The customer reported no symptoms related to their high blood glucose. Troubleshooting was not performed. It was unknown whether the auto mode feature was active or not at the time of the event and also unknown whether the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.